Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that arcing occured. The procedure was completed successfully with no medical intervention, surgical delay, or adverse consequences.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: burnt scope. Probable root cause: probe short; button stuck on firing position; fluid ingress; suction tube cut; button inadvertently pressed; damaged insulation; probe bender used to bend nonbendable probe; user accidentally submerges device; inadequate gluing operations (tip and core/lumen); inadequate gluing/welding of core to handle; console error; use error. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that arcing occured. The procedure was completed successfully with no medical intervention, surgical delay, or adverse consequences.